Manufacturer narrative:
H.10. For the reported event, lot number was provided, and lot history review. The sample was not returned for evaluation. The medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged missing component as no objective evidence has been provided to confirm any alleged deficiency with the kit. The root cause could not be determined based upon available information. The device was labeled for single use. H10: g4 h11: b5, h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model 0609230 chronic catheter allegedly experienced a missing component. This report was received from a single source. Of the one event, one patient was involved with no reported patient injury. The patient's age, weight and gender were not provided.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model 0609230 chronic catheter experienced a missing component. This report was received from a single source. Of the one event, one patient was involved with no reported patient injury. The patient's age, weight and gender were not provided.